Event description:
It was reported that the programmer did not connect to implantable heart devices properly and also that the stylus did not calibrate well. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer did not connect to implantable heart devices and that the stylus did not calibrate well, even through the logs but recalibrated the link electronic module printed circuit board assembly and recalibrated the stylus as well. Analysis also found that the upper and lower cases, the lower hinge plate and display were all broken and were therefore replaced, that the antenna cable was damaged due to rework and was replaced and that the printer drawer roller required reseating in order to correct uneven printing. Concomitant medical products: product ID 229047 software analyzer. (B)(4).